Event description:
On (B)(6) 2006 the consumer had essure inserted for permanent birth control. She had a number of issues over the past year that were caused by essure: hypothyroidism, high blood pressure, unexplained rapid weight gain, burning sensation in lower back, kidney and bladder infections, increased allergies to the point she was carrying an epi-pen, most of the time she felt sick, tired, weak, headache, metal taste in her mouth. The consumer insisted on a pelvic ultrasound and found that the essure inserts were protruding from the fallopian tubes and require a hysterectomy to be done.